Event description:
The facility reported a fail code 810:11, which occurred during biomed testing. Although attempts were made by baxter, details were not availble regarding additional contact information, patient demographics medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.